Event description:
It was reported that during lead positioning, high pacing impedance was noted on the left ventricle (lv) lead. The lv lead was not implanted and the physician elected to complete the procedure with a different lead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event high lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal sorts. Visual examination did not find any anomalies.